Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to implant the patient with a trial lead. Reportedly, the procedure was aborted because the patient's anatomy did not allow the doctor to access the epidural space.

Manufacturer narrative:
All information pertaining to this event has been reviewed and no further action is required at this time.